Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's luer lock connection between the cartridge and infusion set tubing was leaking. There was no reported impact to customer's blood glucose level. An infusion set tubing change was performed resolving the issue.